Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a service required alarm condition. Additional information received from the third party service center states the device was returned to the customer unrepaired as per the customer's request. The system board was not replaced.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a service required alarm condition. A second report was filed stating the device was returned to the customer unrepaired. The device has been returned again to the third party service center and the system board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a service required alarm condition occurred. The device's system board was replaced to address the issue.